Event description:
Swan catheter with dampened waveform. Fellow pulled back to the right ventricle but still no waveform. Swan catheter was needed for hemodynamic monitoring. A new swan catheter was inserted.